Manufacturer narrative:
Device available for evaluation updated. Device codes added. Device evaluated by manufacturer updated. Evaluation codes added. Service in the field was performed on (B)(6) 2015. The resonator, s/n (B)(4), was returned to manufacturer on july 02, 2015. Product evaluation summary: the resonator s/n (B)(4) was evaluated on july 29, 2015. The reported ¿error codes 174, 302 and 202¿ issues could not be reproduced; however the connector j310 was noted broken on rcb which might have been damaged during disassembly. The rcb was replaced. The resonator was opened and all optics and parts were observed to be fine. Power check and p/I curve was done. The resonator was realigned and a new test report was completed.

Event description:
It was reported that, "error message 302, 202, 174, 171, 820, 330, 448, 213," was observed during the procedure. The procedure was completed by alternate procedure (turp). The patient outcome was reported as: ok.

Manufacturer narrative:
The device was repaired in the field and not returned to the manufacturer. System analysis / service repair: reported issue was ¿error code 174, 302, 202." ¿the resonator was changed.¿ the system was tested and verified to be within ams specification.